Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8120 calibration required. Technical support- 1. Run calibration task 2. Run accuracy task 3. Run pm task 4. Replace logic board 5. Return the module to the factory instructed joshua to perform pm right after calibration is completed. A review of the device history record showed the device had a manufacture date of 09/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device kept showing message that calibration was required even after calibration was completed. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device kept showing message that calibration was required even after calibration was completed. No additional information was provided. There was no patient involvement.